Manufacturer narrative:
Product code: unk. (Expiration date): unk, no serial number reported. This product is not marketed in the u.s. (Device manufacturing date): unk, no serial number reported. Claim #: (B)(4).

Event description:
Facebook complaint: the reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patients right eye (od). The patient reports diplopia vision after implantation, astigmatism. Lens was explanted. Patient experienced newborn floaters one month after explant. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Corrected data: h10 - claim was discovered to be a duplicate of claim# (B)(4), - MFR# 2019-02196. Disregard current infomation and see noted claim. Claim#: (B)(4).